Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having issues with prime/rewind. The blood glucose reading was unknown. The customer stated that the insulin pump alarmed, and the drive support cap was protruded. The customer stated that she pushed the drive support cap back in and was able to prime the device. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. Also, the insulin pump had a missing end cap sticker, cracked at battery tube threads and cracked at reservoir tube.